Event description:
It was reported that during a procedure of the unspecified vessel, the 3.5 x 12 mm nc trek balloon dilatation catheter was advanced in the unspecified vessel and was attempted to be inflated, but the balloon failed to inflate. The device was removed from the anatomy without issue and a second device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device was not soaked during device preparation. Evaluation summary: the device was returned for analysis. The balloon inflated and held pressure at 18 atmospheres. The reported inflation issue was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar inflation issue incidents reported for this lot. It was reported that the balloon dilatation catheter (bdc) was not submerged in heparinized normal saline prior to use. It should be noted that nc trek cdc instructions for use (IFU)states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.